Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a t4-iliac, t4-l5, sacrum and il iac thoraco-lumbar arthrodesis for an indication of neurological spine deformity. The patient had medical history of stent, scoliosis on 2013, smoking, sleep apnea syndrome, tracheotomy and (B)(6). It was reported that the rod was protruding and screw mobility was observed and additional surgery was performed for removal of mate rial. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Country: (B)(6). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.